Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
During testing at the user facility, the pump did not alarm for a distal occlusion, when the tubing distal to the cassette was clamped. There were no reports of any adverse patient events, while the device was in clinical use.